Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported she wore a tampon approximately six hours and upon removal she was unable to find the string. She manually removed the pledget from her vaginal cavity in one piece and stated that the string had been on the farthest end inside her. She scratched herself during removal and had vaginal pain for two days. Her symptoms resolved and she did not seek medical attention. She did not experience any adverse health effects.